Event description:
It was reported to philips that the ac led light for the device does not power on when the unit is connected to ac power. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.